Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a damaged battery compartment and bubbled downstream occlusion (dso) seal, and during physical inspection it was found that the dso seal was delaminated. And the upstream occlusion (uso) seal was delaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and uso seal. There was no patient involvement.